Manufacturer narrative:
Additional information will be provided upon investigation conclusion

Event description:
It was reported that during patient transfer sling clip detached from the device spreader bar. As a consequence of the event patient fell out from the device. The lift was inspected and no malfunction was found. The staff sustained arm abrasion after the event.

Manufacturer narrative:
Arjo was notified about an incident involving the maxi 500 passive floor lift and arjo passive loop sling (model number: tha6i). The customer reported that a sling loop slipped off the spreader bar while the patient was being lifted resulting in patient fall. The patient did not sustain any injury. The caregiver sustained an arm abrasion that did not require any medical intervention. Based on the information collected the inspection conducted by an arjo representative revealed no malfunction with the maxi 500 lift and the sling which might lead to loop detachment. The loop sling was in a good condition - there were no signs of fraying, tearing, or other damage. The arjo representative was not able to reproduce the incident, he indicated that the sling might not have been attached correctly to the spreader bar of the device before use. The floor lift spreader bar is equipped with a latch, when the sling loop is pulled down onto the spreader bar hook, the latch closes preventing the loop from disconnection. This ensures that a well-hooked sling will not detach itself from the device. The instructions for use for the passive loop slings (document number: 04.sl.00_int1_8) instructs user how to correctly attach the sling to the spreader bar of the lift in the ¿loop attachment & detachment¿ section: ¿attach the loops (5 steps): 6. Place the loop over the spring loaded latch. 7. Pull the loop down to force the latch open. 8. Make sure that the spring loaded latch closes completely with the loop inside. 9. Make sure that the latch is moving freely. 10. Make sure loops and straps are not twisted.¿ the instructions for use also warns: ¿to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ following the information gathered the hypothesis is that the sling loop was not properly attached to the spreader bar of the lift which contributed to the patient¿s fall. The hypothesis is in line with the complaint description, which states that the loop disconnected during an attempt to lift the sling, which would suggest that the sling loop was not attached properly to the spreader bar when preparing to transfer. To sum up, arjo passive floor lift and loop sling were used as a system for a patient handling when the event occurred. No technical malfunction of the device or sling was detected that could have caused or contributed to an adverse event. The complaint decided to be reportable due to allegation of sling loop detachment which resulted in the patient¿s fall. The investigation revealed that the product labelling was not followed to ensure the proper sling loop attachment to the spreader bar.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.